Event description:
On (B)(6) 2018 5:26 pm by not authenticated - during the insertion of the midline catheter, I inserted the guide wire into the needle after obtaining access. The wire did not advance. I attempted to remove the needle and wire together, wire became stuck. I tried a second time to remove the wire and it became uncoiled. I stopped the procedure and called my mgr. She called dr (B)(6) who came to the bedside. He instructed me to insert the introducer over the wire and advance it until the wire becomes loose. I did and the wire released. I reattempted with a new midline kit on the other arm and was successful.